Event description:
The customer stated that she opened a new carton containing 2 bottles of test strips and found the cap open on one of the bottles. No adverse events were alleged. The customer declined to troubleshoot the test strips. The test strips are to be returned for evaluation, as exposure to moisture/humidity can cause high test results. Replacement test strips were sent to the customer.